Manufacturer narrative:
PMA/510k: k170661; reported device not marketed in the us, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the us. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The client reported the thread breaks easily. Additional information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 4,500 units of this code-batch. There are no units in our stock. We have received 4 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. The sutures of all samples received have been pulled out from packaging and we have not found any broken threads. We have tested the knot pull tensile strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.24 kgf in average and 1.19 kgf in minimum (ep requirements: 0.76 kgf in average and 0.18 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with suture materials great care should be taken in order to ensure that the surgical instruments used, such as forceps or needle holders do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.